Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the jaws of the device locked making it impossible to open. The jaws only partially opened with the knife standing on its rail at the tip. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a rectosigmoidectomy procedure, the jaws of the device locked making it difficult to open. The jaws only partially opened with the knife standing on its rail at the tip. The device was not applied to the tissue when it was locked. The issue occurred approximately 2 hours into the procedure. The reporter confirmed that the device jaws were cleaned whenever necessary throughout the procedure. There was no patient injury.